Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. The customer received a sensor reading of 121 mg/dl but experienced blurred vision and difficulty walking. The customer obtained a capillary result of 45 mg/dl, and took unspecified treatment to raise glucose, but reported being unable to "do anything" and could "no longer see", requiring unspecified treatment by their son who was a paramedic. The customer reported an additional capillary result of 38 mg/dl, then 48 mg/dl against sensor reading of 113 mg/dl. However, no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An additiaon investigation was conducted. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 7 with event code 11, 224, and 227, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Watermark was observed at the base of the tail indicating the sensor being properly inserted. De-cased sensor and no issues were observed upon visual inspection of the pcba (printed circuit board assembly); however, observed damage to pcba after decasing. Extended investigation has been performed on the returned sensor. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba, observed that the sensor¿s antanna and connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate and unable to perform smu (source measurement unit) testing without the molex connector connected. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. The customer received a sensor reading of 121 mg/dl but experienced blurred vision and difficulty walking. The customer obtained a capillary result of 45 mg/dl, and took unspecified treatment to raise glucose, but reported being unable to "do anything" and could "no longer see", requiring unspecified treatment by their son who was a paramedic. The customer reported an additional capillary result of 38 mg/dl, then 48 mg/dl against sensor reading of 113 mg/dl. However, no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor being properly inserted. De-cased sensor and no issues were observed upon visual inspection of the pcba (printed circuit board assembly); however, observed damage to pcba after decasing. Extended investigation has been performed on the returned sensor. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba, observed that the sensor¿s antanna and connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate and unable to perform smu (source measurement unit) testing without the molex connector connected. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. The customer received a sensor reading of 121 mg/dl but experienced blurred vision and difficulty walking. The customer obtained a capillary result of 45 mg/dl, and took unspecified treatment to raise glucose, but reported being unable to "do anything" and could "no longer see", requiring unspecified treatment by their son who was a paramedic. The customer reported an additional capillary result of 38 mg/dl, then 48 mg/dl against sensor reading of 113 mg/dl. However, no further treatment was reported. There was no report of death or permanent impairment associated with this event.